Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the pain stimulator never worked all that well. It helped somewhat, but massive pain continued. The patient met with the manufacturer's representative several times and tried several new settings, but nothing helped. The patient ended up having a spinal fusion.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6),2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377860, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The consumer reported that he would be having spinal back fusion (B)(6) 2015 due to the pain stimulator not helping; there was a return of symptoms. The implanted had helped about 50-60% for the first six months; over time, it helped about 10%. It was noted that the implant still helped a little. This change in therapy / symptoms was considered gradual. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included postlaminectomy pain and failed back surgery syndrome.